Manufacturer narrative:
In the data download an 0x1c alarm was noted after the pod reached the 80-hour limit of operation, upon which operation was automatically terminated. This is not a failure of the device but rather a safety feature of the device. The downloaded data does not show any timeouts or drive stalls during the run. During the investigation it was noted that the distal tip of the soft cannula was damaged. The exact cause and timing of the exposed cannula damage could no be determined. The fluid couldn't flow through the fluid path due to the damage to the exposed soft cannula. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 297 mg/dl while wearing the pod between 37 and 48 hours and insulin was not being delivered properly.